Event description:
First dose was to deliver 20 ml (button pressed for 90 seconds). Some hour later, the nurse noticed that the pump was empty. They noticed that the clamp was not tight enough.

Manufacturer narrative:
We received one empty, used pump for eval and investigation. The pump was filled up to its nominal fill volume (100ml) and tested for bolus delivery. The eval was performed as stated in the device directions for use (dfu) "fully depress bolus button for time required for desired bolus volume (10 ml /45 second)". Initial visual examination revealed a broken pinch clamp. The pinch clamp, however, was incidental to the failure as the further eval determined the in-line trumpet valve failed allowing solution to flow through the set. Based on the eval we were able to confirm the reported complaint. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.